Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. Therefore, resmed is unable to confirm the alleged malfunction. If further information becomes available, a supplemental report will be submitted. Reference#: case-(B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to touchscreen offset or drift. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).